Manufacturer narrative:
Unable to perform displacement test due to detached retainer, missing reservoir tube o-ring and broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to detached retainer. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was able to lock in place when inserted into insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.